Event description:
It was reported the pt is experiencing problems increasing stimulation via the amplitude button on the programmer. The problem allegedly occurs intermittently. A diagnostic test revealed no issues with respect to impedance. In an effort to resolve this matter, a new programmer was issued to the pt.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.